Event description:
It was reported that the patient was presented to the clinic for a routine follow-up, and upon interrogation, the atrial lead exhibited noise and far r-wave oversensing. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead continued to exhibit noise with inhibition of pacing. The lead was programmed off.